Event description:
Information received by medtronic indicated that the insulin pump was cracked. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.

Manufacturer narrative:
Retainer ring=clear. Customer complained on (B)(6) 2021 pump is cracked on battery compartment. Pump alarmed critical pump error after battery installation. Pump error 35 was noted in the pump history download on (B)(6) 2021 09:51:00.000 due to moisture damage to force sensor. Unit successfully downloaded to crest and thus. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical pump error. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded motor home switch, scratched case, pillowing keypad overlay, cracked keypad overlay and cracked case (battery tube). The p-cap/reservoir does lock properly. Verified the critical pump error was caused by pump error 35. Verified in pump history that moisture damage to force sensor was the cause of the pump error 35. Confirmed cracked case (battery tube). (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.